Manufacturer narrative:
This report is being supplemented to provide additional information based on the device manufacturer date. H4 - added the device manufacturer date.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. An olympus field service engineer (fse) repaired the damaged low voltage cable and confirmed the high definition lcd monitor is functioning as expected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Results of the investigation confirmed the cause of the monitor not powering up occurred from power not being supplied to the unit. The specific root cause of the damaged low voltage cable could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The territory sales manager reported that the user facility has no power to the boom mounted high definition liquid crystal display monitor. The sales manager requested a field service engineer visit the user facility to evaluate the issue. There was no patient injury or harm reported.

Manufacturer narrative:
To date, no additional information was provided. Also, the investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.